Event description:
It was reported that upon insertion and initiating therapy, the intra-aortic balloon (iab) would not inflate. A new iab was inserted, but the same issue occurred. A third iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation: inventory specialist-cath and vascular complete initial reporter name: (B)(6). Additional email address: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not inflate. A new iab was inserted, but the same issue occurred. There was no patient harm or adverse event reported. This report is for the 1st iab used. A separate report will be submitted for the 2nd iab.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. Two kinks were found on the catheter tubing approximately 69.1cm and 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined kinks in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
Complaint record ID #(B)(4).